Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated she was having issues with the insulin pump. She stated she can't rewind the device. Customer was walked through and device worked. Customer was advised to troubleshoot for keypad issues, she declined. No further information reported.